Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The customer announced that we will receive samples for further investigation. Due to the lack of information, we were unable to establish, whether this malfunction constitutes a reportable incident. We have requested additional information several times and were informed by our distributor on (B)(6): "unfortunately the person does not remember and is not able to give an answer. Please consider this file as closed." We therefore consider the investigation closed and no further conclusion can be drawn.

Event description:
On (B)(6) 2017, we have been informed by (B)(6), about a potential malfunction of a defibrillation electrode df20 nc and a lifepack 20 defibrillator at (B)(6). The complainant reported he was informed by the hospital about an incident involving df20 nc, lot 170406-0979. A physician wanted to perform a cardioversion on a patient of more than 100 kg of weight. Two attempts failed. They replaced the electrode with a quickcombo electrode from medtronic. They were able to perform the procedure then. The delay caused by the malfunction caused no harm to the patient. A sample of the same lot as the electrode involved in the incident is being sent to us. No further information had been made available to us despite repeated requestes. It was stated: "I will not receive any other answer from the customer before (B)(6). He left for holidays."

Manufacturer narrative:
The retained samples of the same lot have been inspected visually and tested electrically. Mechanical tests were performed on 2 retained samples. All samples were found to perform within limits. No faults could be detected. The customer announced that we will receive samples for further investigation. Due to the lack of information, we were unable to establish, whether this malfunction constitutes a reportable incident. We have requested additional information several times but have not received any yet and have thus not been able to reach any further conclusions. When we will receive this information we will provide an update in a follow-up report. Not returned.

Event description:
On (B)(6) 2017, we have been informed by (B)(4), about a potential malfunction of a defibrillation electrode df20 nc and a lifepack 20 defibrillator at (B)(6). The complainant reported he was informed by the hospital about an incident involving df20 nc, lot 170406-0979. A physician wanted to perform a cardioversion on a patient of more than (B)(6) of weight. Two attempts failed. They replaced the electrode with a quickcombo electrode from medtronic. They were able to perform the procedure then. The delay caused by the malfunction caused no harm to the patient. A sample of the same lot as the electrode involved in the incident is being sent to us. No further information had been made available to us despite repeated requests. It was stated: "I will not receive any other answer from the customer before (B)(6). He left for holidays."